Manufacturer narrative:
The manufacturer did not receive devices for review. An x-ray was received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a biolox delta, ceramic femoral head, s, 32/-3.5, taper 12/14 on (B)(6) 2015 on the right side. Currently the patient is experiencing right groin pain. This is a split case with zimmer inc. (B)(4).

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient had right groin pain after 11 months in vivo time. Review of received data: 4 x-rays were received for the investigation. 2 of the x-rays belong to the time before the implantation took place. The other 2 x-rays are supposedly taken after the implantation. However, there is no date written on the x-rays. The ap view x-ray shows the thr on the left fixed with 2 screws. The thr seems to have no obvious abnormalities. However, it is not possible to comment further on the x-ray since it is not known when the x-ray was taken. Implantation surgery report, dated (B)(6) 2015: preoperative diagnosis: degenerative joint disease, right hip. Operation: all devices produced by zimmer were implanted without any observed problem. The hip was observed to be stable throughout. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).